Manufacturer narrative:
Imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this MDR is being submitted to include the below: e1: complainant country h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 27/may/2026 against "lot number" "6008695" and similar malfunction codes: connection/adhesive issues- accidental - not infusion set related, adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.), connection issues, not set related (e.g., damaged by customer, pet, door etc.). The review confirmed that lot 6008695 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 27/may/2026 against "lot number" criteria equal "6008695" and similar malfunction codes: connection/adhesive issues- accidental - not infusion set related, adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.), connection issues, not set related (e.g., damaged by customer, pet, door etc.). The count of complaints is 8. The complaint number is (B)(4). Escalate to CAPA determination for statistical analysis. Device history record (DHR) review: the lot 6008695 was manufactured according to work instruction (wi) version 80.0 and manufactured in the machine m12, on 16/aug/2024, with a total of (B)(4) units. The sub-assembly: assembly lot 4h00565 was manufactured according to wi version 27 and assembled in the quickset line, on 16/aug/2024, with a total of (B)(4) units. Lot 4h00566 was manufactured according to wi version 27 and assembled in the quickset line, on 16-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing lot 4h00468 was manufactured according to the wi version 42 and manufactured in the mp04 and mp08, on 14/aug/2024, with a total of (B)(4) units. Lot 4h00469 was manufactured according to the wi version 42 and manufactured in the mp04 and mp08, on 16/aug/2024, with a total of (B)(4) units. The device history record (DHR) confirmed that lot 6008695 was associated with non-conformance (nc) 1966203 for sterilization parametric reports. This nonconformance is not related to the reported failure mode. During the outgoing test an extended was found for a loose object, this finding is not related to the reported failure mode. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, further investigation is required because the following threshold was met three or more complaints exist for the same lot and similar malfunctions. Statistical analysis: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. See attachment: form-connection/adhesive issues- accidental - not infusion set related. Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncr or capas of the same or similar nature were found for lot 6008695 and related malfunction codes. More than three complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. CAPA determination - conclusion: based on the investigation, more than three similar complaints related to the same lot were identified, triggering a CAPA determination assessment. After completing the investigation and statistical review, the issue was deemed to be within accepted limits. No further action is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
E1: event country: saudi arabia. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced tape not sticking issue as the patient pulled the infusion set when playing on (B)(6) 2026.